Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the instructions for use (IFU) of the gore® dryseal sheath with hydrophilic coating, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (dissection). Device UDI lot/serial: (B)(4), UDI: (B)(4). (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. An 18-fr gore® dryseal sheath with hydrophilic coating (dsl1828j/16594412) was advanced from the right side, and all the endoprostheses were successfully deployed. Upon withdrawal of the 18-fr sheath, a small dissection in the right external iliac artery was revealed. The procedure was concluded with a wait-and-watch approach taken to the access vessel dissection. It was reported that vessel diameter around the dissected area is 6.5 mm. Physician did not meet a strong resistance when advancing the 18-fr sheath.